Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. A firmware upgrade was attempted twice for the pacemaker. During the upgrades the device went backup mode. The device was restored each time. The patient remained asymptomatic to the backup mode. The upgrade was not performed.